Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. Pump error 63 confirmed in pump history with variable due to broken trace at pin 1 on keypad assembly. Pump received error 25 due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm and hardware low level failure alarms. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewound. Customer was performed self test and the test did not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.